Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the electronic assembly. They were unable to verify the button error alarm due to the blank display. The pump had missing end cap sticker and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 157 mg/dl at the time of incident. The customer's father stated that her daughter jumped into the pool with the pump on and it alarmed button error. He also stated that there were cracks by the battery compartment entrance. He was advised to disconnect from the insulin pump and revert to back-up plan. He was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.